Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced or returned. No investigation was preformed, therefore, results are unavailable.

Event description:
A site representative reported that, while in a cranial resection procedure, surgeon registered with touch registration. System accuracy showed 5 mm. Surgeon then took some tracer points to help improve the accuracy, which reduced the inaccuracy to 2.7 mm. Surgeon proceeded to navigate anyway as tumor was superficial. There was no impact on patient outcome. There was a reported delay to the procedure of 5 minutes due to this issue.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The archive was found to have extreme displacement and compression of the fiducials. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.